Manufacturer narrative:
Hospital third party vendor will repair unit. No repair information available. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in elevated co2 readings in the patient circuit. There was no report of patient involvement.